Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 360-400 mg/dl and experiencing dangerous ketones. Suspected cause was due to congealed insulin at the end of the tubing. Reportedly, the customer had been exposing the pump to incredibly cold outdoor temperatures. A supply change was performed resolving the issue and bg.